Manufacturer narrative:
Date of report: 06aug2021.

Event description:
It was reported to philips that the device had a pressure sensor auto zero failure. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The removed gas delivery system (gds) assembly was returned to the failure investigation lab (fi). A visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The fi technician installed the gas delivery system (gds) assembly into a fi ventilator to attempt to duplicate the reported issue. The gas delivery system (gds) assembly was tested, and the customer complaint cannot be verified. The returned gas delivery system (gds) assembly passed all testing. No failures were identified.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated they were able to replicate the reported issue and requested on-site service. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported errors. The fse replaced the data acquisition printed circuit board assembly (da pcba). Operational testing was conducted, and the device passed all required testing. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Manufacturer narrative:
The data acquisition (da) pcba was returned for evaluation and tested. A visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was tested, and no failures were identified. The reported malfunction was not confirmed.